Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the c-34 error. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer had a c-34 error on the erbe generator. The technical support engineer (tse) checked the error logs and could verify the fault. The customer had restarted the erbe several times with no success. The customer also tried changing the cable, using the other monopolar cable, and the second monopolar outlet but it did not resolve the issue. The customer would complete the surgery robotically without the monopolar energy function. There was no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned and analyzed. Error c-34 was confirmed and reproduced during in-house testing.

Event description:
Refer to h11 for follow-up information.